Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4), ubd: 01-dec-2014, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The uninterruptible power supply (ups) was replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Additional information was received stating the reported issue was determined to be caused by a faulty power cable which was reported under another complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system lost power while plugged into the wall. This issue was noted outside of a procedure, and there was no patient involvement.